Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient programmer showed an elective replacement indicator (eri). The patient reported that the stimulator was ¿acting funny.¿ the patient reported that the ins would not turn on a week prior to the call, but the stimulator was on at the time of the call and the patient could feel stimulation. The patient was worried that it was too soon to have to change the battery. The patient planned on contacting their manufacturer representative. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the ins battery was dying after only 1.5 years. It was noted that the nurse thought the ins was meant to last 2 - 5 years. A new battery was surgically implanted on (B)(6) 2017. No further complications are anticipated.